Manufacturer narrative:
24-aug-2017 product investigation results: reporter returned toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Feel raw bottom right inside cheek stomatitis. Feel abrasion bottom right inside cheek mouth injury. Feel pimple bottom right inside cheek acne. Bristle part of the refill broke/ separated from the plastic stem, cracked /split along the plastic seam in mouth device breakage. Product counterfeit. Case description: report source: spontaneous. A (B)(6) year old male consumer reported via phone on (B)(6) 2017 that while brushing his teeth with an oral-b power rechargeable toothbrush handle type 4729 on the night of (B)(6) 2017, the bristle part of the oral-b precision clean brushhead broke. He described that while in his mouth, the brush head cracked/ split along the plastic seam and separated from the plastic stem. He reported that in and around where he was brushing at that time, it felt raw in his bottom right cheek, and with his tongue he could feel an abrasion or pimple in his bottom right cheek, all beginning (B)(6) 2017. He reported that his gums seemed okay, and he did not seek medical attention. The brush head had been placed on the toothbrush handle in (B)(6) 2017, used twice a day, and the consumer discontinued use on (B)(6) 2017. The consumer reported he had previously used this exact version of brush heads. The case outcome was not recovered/ not resolved. Relevant history: no allergies. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Feel raw bottom right inside cheek [stomatitis]. Feel abrasion bottom right inside cheek [mouth injury]. Feel pimple bottom right inside cheek [acne]. Bristle part of the refill broke/ separated from the plastic stem, cracked /split along the plastic seam in mouth [device breakage]. Case description: report source: spontaneous. A (B)(6) male consumer reported via phone on (B)(6) 2017 that while brushing his teeth with an oral-b power rechargeable toothbrush handle type 4729 on the night of (B)(6) 2017, the bristle part of the oral-b precision clean brushhead broke. He described that while in his mouth, the brush head cracked/ split along the plastic seam and separated from the plastic stem. He reported that in and around where he was brushing at that time, it felt raw in his bottom right cheek, and with his tongue he could feel an abrasion or pimple in his bottom right cheek, all beginning (B)(6) 2017. He reported that his gums seemed okay, and he did not seek medical attention. The brush head had been placed on the toothbrush handle in (B)(6) 2017, used twice a day, and the consumer discontinued use on (B)(6) 2017. The consumer reported he had previously used this exact version of brush heads. The case outcome was not recovered/ not resolved. Relevant history: no allergies. No further information was provided.